Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("partially in the myometrium and partially in the endometrium.") In a 40 year-old female patient who had essure inserted (lot no. C06463) for female sterilisation. The patient had a medical history of endometriosis, rash trunk, menorrhagia and pelvic pain in 2023, breast pain and menses irregular with excessive bleeding in 2017, nickel allergy in 2014, breast tenderness in 2013 and parity 1 and gravida in 2012. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, excision of endometrosis, cystoscopy). The reporter considered embedded device to be related to essure administration. The reporter commented: no. Of coils right :13 no. Of coils left :1. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: clinical indication: essure placement finding: scount film shows essure tube placement bilaterally. The right essure tube medial aspect projects into the uterine lumen while the left is more peripherally in the tube. Impression: no opacification of the fallopian tubes after essure tube placement. [Pathology test] on (B)(6) 2023: specimen received: left uterosacral nodule right uterine body uterus, bilateral tubes. Final microscopic pathologic diagnosis: peritoneum, left uterosacral nodule, biopsy: endometriosis. Peritoneum, uterine body nodule, biopsy: endometriosis. Uterus, cervix, and fallopian tubes; hysterectomy and bilateral salpingectomy: uterus: proliferative endometrium, negative for hyperplasia and malignancy. Cervix: no significant histopathologic change. Fallopian tubes: benign para tubal cyst (right). Gross description: embedded in both the left and right cornua of the uterus are finely twisted portions of wire suggestive of an inserted essure device. [Ultrasound scan] on (B)(6) 2023: which shows the coil is not in the tube at all on that side but instead partially in the myometrium and partially in the endometrium. Batch no: c06463, production date: 2013-12-14, expiration date: 2016-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("partially in the myometrium and partially in the endometrium.") In a 40 year-old female patient who had essure inserted (lot no. C06463) for female sterilisation. The patient had a medical history of endometriosis, rash trunk, menorrhagia and pelvic pain in 2023, breast pain and menses irregular with excessive bleeding in 2017, nickel allergy in 2014, breast tenderness in 2013 and parity 1 and gravida in 2012. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, excision of endometriosis,cystoscopy). The reporter considered embedded device to be related to essure administration. The reporter commented: no. Of coils right :13. No. Of coils left :1. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: clinical indication: essure placement finding: sound film shows essure tube placement bilaterally. The right essure tube medial aspect projects into the uterine lumen while the left is more peripherally in the tube. Impression: no opacification of the fallopian tubes after essure tube placement. [Pathology test] on (B)(6) 2023: specimen received: left uterosacral nodule right uterine body uterus, bilateral tubes. Final microscopic pathologic diagnosis: peritoneum, left uterosacral nodule, biopsy: endometriosis. Peritoneum, uterine body nodule, biopsy: endometriosis. Uterus, cervix, and fallopian tubes; hysterectomy and bilateral salpingectomy: uterus: proliferative endometrium, negative for hyperplasia and malignancy. Cervix: no significant histopathologic change. Fallopian tubes: benign para tubal cyst (right). Gross description: embedded in both the left and right cornua of the uterus are finely twisted portions of wire suggestive of an inserted essure device. [Ultrasound scan] on (B)(6) 2023: which shows the coil is not in the tube at all on that side but instead partially in the myometrium and partially in the endometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.